Manufacturer narrative:
Information regarding suspect medical device section. Common device name: hemostatic device for endoscopic gastrointestinal use. Regulation name: hemostatic device for intraluminal gastrointestinal use. Product code: qau. Information regarding PMA/510(k): k200972. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (only one catheter was returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in between the "on" and "off" positions. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The returned device and catheter had powder on the exterior, and the tray the device was returned in had powder inside it. When handled, powder escaped the device near the joint of the handle and the powder chamber. The device was not tested as returned due to the powder leakage at the handle. The co2 cartridge discharged upon deactivation and powder escaped from the device handle. The co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. For further evaluation, the device was disassembled. A large amount of powder was present inside the device handle. The powder chamber was inspected and it was found that the orange o-ring at the lid of the powder chamber was missing. A lab meeting with production management was held to inspect the device which confirmed the device was misassembled. The device history records for the lot numbers said to be involved were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause of the report of unable to spray was determined to be a missing o-ring from the powder chamber inside the device after our laboratory evaluation. The o-ring is placed at the base of the lid pressed into the powder chamber to create a seal and a closed system for the device. This nonconformance occurred due to operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history records confirmed that the lots said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Information regarding suspect medical device section. Common device name: hemostatic device for endoscopic gastrointestinal use regulation name: hemostatic device for intraluminal gastrointestinal use product code: qau. Information regarding PMA/510(k): k200972. A follow-up emdr will be provided with the product evaluation information.

Event description:
During an endoscopic hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. While using the device, the powder cistern was punctured and the system could not be used. The procedure was completed with another device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.